Event description:
It was reported that the right ventricular lead exhibited noise and out of range impedances, fracture was found on the lead upon explant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found clavicle crush damage at 25.7 cm to 26.6 cm from connector pin, exposing the outer coil. The exposure of the inner and outer coils could have caused the reported complaint.